Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the device pads did not deliver shock during resuscitation. Paddles were used on the patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by a philips call center personnel and field service engineer (fse) and has been investigated by the philips complaint handling team. Available details indicate that the device was evaluated on site. Error logs were reviewed and there were no issues noted. It was further reported that the device indicated "shock not delivered," however in reviewing the logs, the error message could not be found. The device was tested using pads simulator and there were no issues. The device passed all tests with no issue or errors noted. The engineer confirmed the device to be fully operational. The device remains at the customer site and is returned to use. Device history records, patient event files (pef) and ECG strips were requested and unavailable. Follow-up finding reveals that the device was in manual mode, but the operator thought it was in AED mode. The user acknowledges that the error came from the operator side. Based on the information available and the testing conducted, the cause of the reported problem was attributed to user error. The reported problem was confirmed. The device was confirmed to be operating per specifications and no failure was identified. The reported issue was attributed by user error. The device was in manual mode, but the operator thought it was in AED mode.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device failed to deliver shock from the pads while use on a patient resulting in delay in treatment. Treatment was completed using paddles. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.